Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported partial clip movement on the leaflet appears to be a result of procedural conditions, as the implanted clip perforated the anterior leaflet, causing it to tilt. In addition, the reported tissue damage appears to be related to procedural conditions and due to the implanted clip perforating the anterior leaflet. The reported patient effect of worsening mitral regurgitation (mr)appears to be a secondary effect of the perforation. It should be noted that the reported patient effects of mitral valve injury and worsening mr, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the clip movement, tissue damage and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat functional mr with an mr grade of 3. One clip was implanted reducing the mr to <1. On (B)(6) 2017, prior to discharging the patient an echocardiogram was performed, which found that the leaflets were still secure in the clip, but the clip was tilted [clip movement] and mr increased to 3-4. On (B)(6) 2017, another echocardiogram was performed and it showed tissue damage on the anterior leaflet. Mitral valve repair or replacement will be performed, however there is no scheduled date as of yet. The patient is stable. No additional information was provided.